Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.